Event description:
The surgeon attempted to insert an aq2010v silicone three-piece lens, but the haptic tore in the injector. There was no pt contact or injury. The reporter stated it was unk as to why the haptic tore.